Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Technical services reviewed device data and confirmed there were some high impedances last year, but values have stabilized since then. No adverse patient effects were reported. This product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).